Event description:
It was reported that during insertion of the intraocular lens into the eye, the haptic broke. The incision was slightly enlarged to remove the lens. No sutures were needed and no patient injury occurred.

Manufacturer narrative:
The iol was not received for analysis. Prior to market release, the device met all specifications. While we were unable to determine the cause of damage to the haptic, our investigation reasonably suggests it is not manufacturing related.

Manufacturer narrative:
Inspection of the returned intraocular lens (iol) showed an optic cut in 2 pieces and a broken haptic. The physician indicated the haptic broke during the implantation procedure. The lens met manufacturing specifications prior to release. While we were unable to determine the definitive cause of the damage, our observations reasonably suggest the damage was not manufacturing related.

Event description:
A (B) (6) female pt was implanted with an acticon device on (B) (6) 2008. On (B) (6) 2008, the entire device was removed, due to infection. No further info provided.